Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the basal software did not suspend insulin delivery. Subsequently, the customer experienced blood glucose of 48 mg/dl. The customer declined to troubleshoot or provide further information with tandem technical support.